Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des was implanted in the cx and three resolute onyx des were implanted in the rca. One initial stent was implanted in the rca then during the procedure a dissection of the rca occurred, which was treated with a second stent in the rca. A third stent was implanted in rca post dissection treatment, due to insufficient lesion coverage. The patient recovered. The sponsor assessed the event as possibly related to the index device and not related to the anti platelet medication. The investigator assessed the event was probably related to the device and not related to the anti-platelet medication.